Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white floating particle. This was found after the device was compounded with ceftazidime. There was no patient involvement, and no additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from february 26, 2015 to february 27, 2015. Evaluation summary: the device was received for evaluation. A visual inspection revealed a white particle, approximately 0.25 square mm in size, floating in the fluid of the reservoir. A fourier transform infrared spectroscopy scan determined that the material was acrylic. The reported condition was verified. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.